Event description:
The customer reported via phone call that she was hospitalized in two different occasions. On (B)(6) 2015 she was hospitalized with a high blood glucose level of 636 mg/dl. The customer was hospitalized three days. She had a diabetic ketoacidosis. Customer was wearing her insulin pump at the time of the emergency room visit. The infusion set cannula was bent and the insulin pump did not alarm no delivery. The insulin pump alarmed button error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.